Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 365 mg/dl and the ketone level was high. The ketone level was considered as being dangerous. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with an insulin drip. The customer was discharged 2 days later with the high bg and dka resolved. The customer's parent reported that the cause of the high bg was as the customer had stopped wearing the pump for the day because "she was a teenager" and was only using the pump to deliver a bolus. At the time of the report, the customer's bg level was in the target range.